Event description:
During a coronary drug eluting stenting treatment procedure a dissection occurred in 2005 the target lesion was located in the calcified left anterior descending artery (lad). The vessel was predilated using a 2.5 x 15 mm maverick balloon at 12 atms of 30 sec. The physician attempted to place a 2.5 x 18 mm cypher drug eluting stent, but was again unable to cross the lestion. The lesion was successfully crossed using a 2.5 x 20 mm taxus express2 drug eluting stent deployed at 10 atms for 30 sec. A second 3.0 x 16 mm taxus stent was fullly deployed in the proximal lad at 12 atms for 30 sec. After deflation, difficulty removing the balloon was experienced. The balloon was removed but the resistance experienced caused the voda guide catheter to deep seat into the left main (lm). Cine was performed and a dissection of the proximal lad was apparent. The pt was immediately taken to surgery.